Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal surgical manipulator (usm) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23008 error was found indicating pot to encoder fault on the usm axis 8, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the instrument sterile adapter (isa) printed circuit assembly (pca) was inspected, but no faults could be identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause of the reported issue can be attributed to an electronic fault of a component or module within the carriage isa pca on the affected usm.

Event description:
It was reported that prior to the start of a da vinci-assisted radical transvesical prostatectomy surgical procedure using an xi system, user informed the technical support engineer (tse) that they encountered repeated recoverable faults on arm 2 when they attempted to manipulate it. Before contacting tse, the user had already power cycled the system without improvement. The tse then instructed the user to perform a hard power cycle on the robot, after which the system initially powered on without errors but the issue recurred. When asked, the user indicated they could not proceed using only three arms and confirmed that another system was available, so they converted to another dv system to continue with the case. No known impact or patient consequence was reported. A procedure delay was reported.